Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that does not show a dose done alarm when it is finished. Mmdg followed up with the initial reporter, who stated the patient received a replacement pump, and experienced no delays in therapy. (B)(4).